Event description:
It was reported that during a da vinci-assisted hiatal hernia- paraesophageal surgical procedure, the vessel sealer extend instrument malfunctioned. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of failed intuitive motion be related to the customer reported complaint. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip tips were unable to open and close properly. The grip tips were also unable to open when the grip open lever was actuated off the system. No failures were found during log review of remotefe and dsp logs. Additional findings not reported by site that are related to the customer reported complaint were that the housing was removed and the instrument was found to have a dislodged grip ring and screw. This failure likely caused the grip tips not opening. The grip force test was unable to be performed. The root cause of the dislodged grip ring is attributed to manufacturing and the root cause of the dislodged screw is attributed to a component failure. Please note that the dislodged release lever and spring occurred during in-house testing.the vse has been transferred to advanced failure analysis (afa) for further investigation; however, their analysis has not been completed. A follow-up MDR will be submitted post engineering evaluation or if additional information is received.a review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the vessel sealer extend (480422-01/ l902112070237) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022. This complaint is being reported based on the following conclusion: the vessel sealer instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.